Event description:
A (B)(6) male was implanted with an ipp device on (B)(6) 2009. Pt measured left and right proximal 12 cm and distal 10cm. The 4.0cm rtes were used with an 18cm device, measuring 22cm. On (B)(6) 2009, the 4.0cm rtes were removed and 3.0cm rtes were implanted. Pt's proximal and distal measurements were re-done measuring both right and left proximal at 11 and distal at 10cm, total measurement equaled 21cm not 22cm. Ams has requested additional info.

Manufacturer narrative:
It appears the event was not related to a device malfunction but related to the size of the device and corporal measurements. No components were returned for eval. Is sufficiently captured in our risk analysis. Is sufficiently included in the product labeling. Three attempts have been made to obtain additional info and were unsuccessful. Should additional info become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent.